Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the tip of a y-connector on 6 fr closed catheter broke off while suctioning the patient. Additional information received on (B)(6) 2017 stated that at approximately 0350 hours on (B)(6) 2017, an attempt was made to remove water build up from the end tidal co2 monitor that stopped reading. Upon disconnection of the circuit, the hard plastic part on the end of the endotracheal tube broke. The resource respiratory therapist was called in order to get another suction ballard "stat." There was no way to ventilate the patient with the broken piece of the endotracheal tube. The respiratory therapist stated outloud "I am going to extubate." The patient's oxygen saturation level fell to 44% in seconds. The cuff was deflated on the endotracheal tube with the ag cuffill syringe, and the endotracheal tube was removed. The patient was then manually ventilated, and the oxygen saturation increased to 100%. The patient was reintubated and reconnected to the ventilator. No further information was provided.

Manufacturer narrative:
Halyard received one used suction catheter with 3.0mm y-adapter, one used microcuff et tube (lot number unknown) and one neotech bite guard. No product packaging was received. The tip of the 3.0mm y-adapter is broken from the body of the adapter. The tip remained in the proximal end of the microcuff et tube. The broken edges of the adapter were examined under magnification. There were visible stress whitening at one edge of both pieces. The break occurred at the point of insertion of the tip to the body. The bond between the two components was intact, with the inserted portion of the tip remaining in the adapter body. Based on the state of the returned product, this failure mode was normal due to wear or user/set up activities. The failure could not be originated within the manufacturing area. The device history record for the reported lot number, m7240t501, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 21-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Lot number, expiration date, and device manufacturer date added. All information reasonably known as of 16-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).